Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has made numerous attempts to obtain information from the facility regarding the status of the device involved in this incident. The facility has not returned baxter's calls. Baxter performed a device history review and no exception, nonconformance, or rework occurred during the manufacturing of the serial number. Baxter performed a service history review and the device has not been serviced by baxter prior to this event. The root cause of the event could not be determined.

Event description:
The facility representative reported a colleague infusion pump that was set for amiodarone continuous infusion for a patient at 30 ml-1 mg/min and rate input was verified by 2 nurses. One hour later, nursing staff found the entire IV drip content (500 mg amiodarone in 250 ml d5w) empty and infused. IV pump settings were verified again and was indeed at 30 ml-1 mg/min. However the pump display stated there were 217 ml remaining when the bag was empty. IV tubing was found released from IV pump without any alarm. Family, physician and patient were notified. Patient was placed under 3:1 nursing for closer monitoring in cardiac unit and was evaluated by cardiologist. Heart rate initially was labile (in the 60s) but improved the next day. Amiodarone drip was discontinued and patient's atrial fibrillation was controlled with diltiazem drip."